Manufacturer narrative:
(B)(4). Images and measurements were requested but not available. The physician stated that the cause of rupture was possible due to the small vessel size. According to the gore dryseal sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2016, the patient underwent an emergency procedure to treat a thoraco-abdominal aneurysm using gore&#59397;excluder&#59393;aaa endoprostheses, gore&#59412;tag&#59412;thoracic endoprostheses, gore viabahn&#59397;endoprostheses and gore&#59396;dryseal sheaths. It was reported that during withdrawal of the 24fr gore&#59396;dryseal sheath, a rupture of the right external / femoral artery was noticed and solved with a stent of another manufacturer. According to the physician, the cause of rupture was possible due to the vessel was too small. Reportedly, images and measurements were not available. On (B)(6) 2016, the patient expired due to heart failure.